Event description:
The author of a scientific article indicated that a vns patient experienced an increase in seizures above the pre-vns baseline. The cause of these seizures and their relationship to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: hoppe, christian, chris helmstaedter, ph.d, judith scherrmann, md, and christian e. Elger, md. "Self-reported mood changes following 6 months of vagus nerve stimulation in epilepsy patients." Epilepsy & behavior 2 (2001): 335-42.